Manufacturer narrative:
This investigation will be updated should pertinent information be provided. Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. This device has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This investigation will be updated should pertinent information be provided. Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. This device has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. This device has been explanted at a surgical intervention and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This investigation will be updated should pertinent information be provided. Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.